Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead, implanted 2011-(B)(6). (B)(4).

Event description:
It was reported that there was t-wave oversensing (twos) observed on the right ventricular (rv) lead following bi-v pace in both bipolar and tip to coil. It was further noted that the sensing was below the normal range. The patient had more shortness of breath for approximately a month. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.